Event description:
During a dialysis treatment, a four position line clamp broke. There was no pt injury or medical intervention.

Manufacturer narrative:
There were no related cpf defects reported for this machine. Returned four-position line clamp was visually inspected and confirmed that clamp holder was broken. Tabs on white clamp insert holder was broken or stretched, allowing inserts to fall out of holder. It was also determined that returned clamp stop tabs which hold clalm in occluded postion were either worn or broken, so that clamp no longer stopped securely in closed postion. This condition occurred with normal use. Above info indicates that line clamp failure described in this complaint was generated by a broken clamp assembly. This issue will continue to be trended as part of gambro healthcare corrective action system and management review team. Any further investigations, analyses, and/or corrective action taken on this complaint issue will be determined by and docuemnted in this corrective action review process. See far# 960027. Customer contacted: no. Sales/service contacted by investigator? No. Training required? No.